Manufacturer narrative:
It was reported that the navigation ring did not work during set up of the device. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. Device troubleshooting was performed and confirmed the reported issue. The fse replaced the front bezel to resolve the reported issue of navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 18dec2020.

Event description:
The biomed reported to philip's remote service engineer (rse) navigation (nav) ring is not working when trying to adjust the settings. The biomed requested onsite service for nav ring replacement. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.